Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5090910 that a female patient underwent a primary breast augmentation with 475cc mentor smooth round moderate profile saline breast implants on (B)(6) 2006. In approximately 2007, the patient reported that began to experience migraines, facial pain, and pain on the back of her neck. As she experienced these issues, the patient developed severe anxiety. Afterwards, the patient reported pain and swelling in her lymph nodes. Blood tests were performed along with a biopsy and removal of the right lymph node in her neck. The biopsy procedure caused an infection which hospitalized her for a week. During this hospitalization, the patient reported that she had lost a pregnancy. The biopsy results came back normal. Over the years, the issues with migraines, facial pain, facial paralysis, and anxiety persisted. In 2015, the patient reported facial paralysis that did not go away; a noncancerous lesion on her 7th cranial nerve was identified. As a result, she underwent a craniotomy to decompress the seventh cranial nerve. She reported that the procedure helped alleviate some of her symptoms; however, the right-sided facial paralysis was not corrected. In 2019, the patient reported that her hands, feet, and arms developed pain, numbness, and tingling. Additionally, the patient stated that she experienced severe exhaustion, dizziness, joint pain, brain fog, anxiety, breast pain, and the feeling of itching all over her body. Her symptoms of pain and exhaustion are especially prominent when walking. She also reported that her current blood work came back positive for ana and severe anemia. She stated that there were two non-cancerous lesions in her lungs. The patient also reported that at some point after receiving her implants, she had given birth to twins with unspecified medical issues. She mentioned that both twins now have developmental delays, which she attributes to her breast implants. The root cause of the symptoms is unclear. No device issues such as rupture were reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.